Event description:
It was reported that the patient received deviating results within 15 minutes. After receiving the first result of 77 mg/dl at 10:01am, the patient immediately took 9 glucose tablets. At 10:16am the patient received a result of 332 mg/dl. The patient felt shaky but was able to help herself by drinking water. At 10:24am she received a reading of 94 mg/dl and at 10:26am a reading of 102 mg/dl.